Manufacturer narrative:
Reservoir, model- 72404155, lot sn- (B)(4), mfg date- 01/27/2019, gtin- (B)(4). Device not returned for evaluation.

Event description:
It was reported that due to the left cylinder was "completely destroyed" and unraveling causing the device to no longer work the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a 18cmx12mm cylinders, pump and reservoir were implanted. It was reported that there were no further patient complications related to this surgery. It was further reported that the cause of the destroyed cylinder was due to the patient using his device a lot and the implant no longer work at all.

Manufacturer narrative:
An allegation of cylinder degradation was reported. The ams700 ipp cylinders were visually inspected and functionally tested. Cylinder 1 had a leak present near the proximal end of the cylinder body that was the result of tool damage. Due to this damage being consistent with explant it will be considered a secondary failure. Cylinder 2 was returned separated near the proximal end of the cylinder body. The observed damage can be attributed to input tube wear with avulsion and broken fabric threads present. The input tube sleeve on cylinder 2 measured 13mm. The ams 700 momentary squeeze (ms) pump was visually inspected. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was not functionally tested due to the confirmed failure with cylinder 2. Device analysis therefore confirmed a device malfunction. It was reported that the left cylinder was "completely destroyed"; there was not a device allegation against the reservoir. The ams 700 spherical reservoir was visually inspected and functionally tested; no leaks were found. The reservoir therefore performed within specification. Product analysis confirmed there was not a device malfunction related to the reservoir. Correction to h2, h3, and h6: updated to include device analysis. Reservoir: model- 72404155; lot sn- (B)(6); mfg date- 01/27/2019; gtin- (B)(4).

Event description:
It was reported that due to the left cylinder was "completely destroyed" and unraveling causing the device to no longer work the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a 18cmx12mm cylinders, pump and reservoir were implanted. It was reported that there were no further patient complications related to this surgery. It was further reported that the cause of the destroyed cylinder was due to the patient using his device a lot and the implant no longer work at all.